Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was fully functional. No product issue was found.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during central processing, a brown burn mark was observed on the plastic part of fenestrated bipolar forceps instrument's tip. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.